Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the cartridge was loaded with cold insulin. Customer continued to use the existing cartridge. There was no reported adverse effect to the customer's blood glucose level.